Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy. Technical services (ts) was consulted and upon data review noted undersensing of atrial flutter and functional undersensing, that lead to therapy exhaustion with the delivery of three inappropriate atp attempts. Reprogramming configurations where recommended. This ICD remains in service. No adverse patient effects were reported.